Event description:
Stent was inserted to left anterior descending lesion. Unable to cross lesion with stent. Stent delivery system was removed. Stent was not in place on stent delivery system when it was removed from sheath.